Event description:
A doctor's office alleged that one (1) patient had experienced a frayed fibrekor post.

Manufacturer narrative:
The patient's fibrekor post and crown had separated from the tooth structure as one (1) whole unit. The patient did not swallow the restoration; the restoration was retrieved. It was confirmed that the a new crown and post have been placed; to date, the patient is doing fine. The doctor returned product believed to be associated with the alleged incident; however, he could not provide a lot number as the product had been removed from its original packaging. The returned product was visually inspected and was found to meet product specifications.